Event description:
Physician was performing a run-off on pt. Used a balloon catheter to angioplasty. Upon attempting to remove the sheath, it got stuck across the bifurcation. The pt lost a lot of blood and it took the physician approx an hour to remove the sheath.